Event description:
Pt spontaneously reported ms3 pump sn (B)(4) due (B)(6) 2019 has crack in plastic part that cartridge cap attaches to pump was functioning but wants it replaced. Currently using back up pump. No adverse event as a result of cracked part on pump. Replacement pump being shipped early arm. No further info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.